Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2012-03469 and MFR. Report # 3005099803-2012-03470). It was reported to boston scientific corporation that two alair bronchial thermoplasty catheters were used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) study. This complaint is being reported based on the event of lower respiratory tract infection (lrti) treated with prescription medication. On (B)(6) 2012, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. The first catheter (the subject of MFR. Report # 3005099803-2012-03469) was inserted into the patient and the thermplasty procedure was begun. During use, it was noted that some of the black marker bands wore off of the catheter. The catheter was replaced with a second catheter (the subject of MFR. Report # 3005099803-2012-03470). Again, during use, it was noted that some of the black marker bands wore off of the catheter. The procedure was completed successfully with this second device with no patient injury. On (B)(6) 2012, following the procedure, the patient experienced exacerbation of her asthma symptoms including chest tightness, wheeze, cough, and hoarseness. The patient was prescribed methyl prednisone for one day. The patient was also prescribed robitussin with codeine and prednisone; the patient is still continuing on these medications. Following the procedure, the patient was unable to reach the target fev1. Per protocol, the patient was admitted into the hospital overnight for observation. The patient was discharged from the hospital on (B)(6) 2012. On (B)(6) 2012, the patient developed a lower respiratory tract infection (lrti) with the symptoms of discolored sputum and dyspnea. The patient was prescribed azithromycin and levofloxacin for treatment of the event. No hospitalizations or emergency room visits occurred. The event is still ongoing. **additional information received since (B)(4) 2012** the events of asthma exacerbation and lrti resolved on (B)(6) 2012. **corrected information** this complaint is being reported based on the events of asthma exacerbation requiring hospitalization and lower respiratory tract infection (lrti) requiring treatment with prescription medication.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # MFR. Report # 3005099803-2012-03470). It was reported to boston scientific corporation that two alair bronchial thermoplasty catheters were used during a bronchial thermoplasty procedure on (B)(6), 2012 as part of the (B)(6) study. This complaint is being reported based on the event of lower respiratory tract infection (lrti) treated with prescription medication. On (B)(6), 2012, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. The first catheter was inserted into the patient and the thermoplasty procedure was begun. During use, it was noted that some of the black marker bands wore off of the catheter. The catheter was replaced with a second catheter (the subject of MFR. Report # 3005099803-2012-03470). Again, during use, it was noted that some of the black marker bands wore off of the catheter. The procedure was completed successfully with this second device with no patient injury. On (B)(6), 2012, following the procedure, the patient experienced exacerbation of her asthma symptoms including chest tightness, wheeze, cough, and hoarseness. The patient was prescribed methyl prednisone for one day. The patient was also prescribed robitussin with codeine and prednisone; the patient is still continuing on these medications. Following the procedure, the patient was unable to reach the target fev1. Per protocol, the patient was admitted into the hospital overnight for observation. The patient was discharged from the hospital on (B)(6), 2012. On (B)(6), 2012, the patient developed a lower respiratory tract infection (lrti) with the symptoms of discolored sputum and dyspnea. The patient was prescribed azithromycin and levofloxacin for treatment of the event. No hospitalizations or emergency room visits occurred. The event is still ongoing. (B)(6).

Manufacturer narrative:
(B)(6). (B)(4). A visual and microscopic examination of the returned device revealed that marker bands 1, 2 and 3 were partially worn off. The proximal shaft was kinked at approximately 17.75", 29.36", 41.50" and 52.00" respectively when measured from the distal tip of the catheter. No other issues were found. A review of the device history record (DHR) confirmed that batch 080210-18 met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Exacerbated asthma and respiratory infection are known adverse events associated with the use of this device and are listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2012-03469 and MFR. Report # 3005099803-2012-03470). It was reported to boston scientific corporation that two alair bronchial thermoplasty catheters were used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) study. This complaint is being reported based on the event of lower respiratory tract infection (lrti) treated with prescription medication. On (B)(6) 2012, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. The first catheter (the subject of MFR. Report # 3005099803-2012-03469) was inserted into the patient and the thermplasty procedure was begun. During use, it was noted that some of the black marker bands wore off of the catheter. The catheter was replaced with a second catheter (the subject of MFR. Report # 3005099803-2012-03470). Again, during use, it was noted that some of the black marker bands wore off of the catheter. The procedure was completed successfully with this second device with no patient injury. On (B)(6) 2012, following the procedure, the patient experienced exacerbation of her asthma symptoms including chest tightness, wheeze, cough, and hoarseness. The patient was prescribed methyl prednisone for one day. The patient was also prescribed robitussin with codeine and prednisone; the patient is still continuing on these medications. Following the procedure, the patient was unable to reach the target fev1. Per protocol, the patient was admitted into the hospital overnight for observation. The patient was discharged from the hospital on (B)(6) 2012. On (B)(6) 2012, the patient developed a lower respiratory tract infection (lrti) with the symptoms of discolored sputum and dyspnea. The patient was prescribed azithromycin and levofloxacin for treatment of the event. No hospitalizations or emergency room visits occurred. The event is still ongoing. **additional information received since (B)(4) 2012** the events of asthma exacerbation and lrti resolved on (B)(6) 2012.

Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
(B)(6). (B)(4).